Event description:
It was reported that a user connected an insulin vial to the infusion set connector outside the pump prior to inserting the cartridge and required assistance to complete a supply change. The agent provided education on the proper steps, and the user successfully completed the supply change. No reported adverse physiological effects or device alarms. Outcomes included user education and resolution through troubleshooting without medical intervention. Investigation included technical support review and user guidance. Investigation of this case revealed user handling error related to incorrect infusion set connection prior to cartridge insertion. It was concluded that the device functioned as designed and that the event was attributable to user technique, which was corrected through instruction.